Event description:
It was reported that the customer's blood glucose level went from 188 mg/dl to 268 mg/dl. Customer stated that the pump said to take 3.7 units but after 0.4 units, it alarmed no delivery. Customer tried one more time and it gave him 1.8 units then vibrated with another no delivery alarm. Customer thought that he should change the site. Customer's bolus history and bolus wizard were reviewed. No further information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.